Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance. The impedance had risen slightly since implant but was still low. The lead remains in use. No patient complications have been reported as a result of this event.